Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he is receiving motor error alarms on his insulin pump more frequently. His blood glucose was 472 mg/dl. The customer stated that their insulin pump did not have a damaged drive support cap and did not alarm motor position encoder error. He was able to complete the pump rewind and a motor error did occur more than once in the last 30 days. They were advised to erase the basal rate and to return the insulin pump with the battery. The insulin pump will be returning for analysis.